Event description:
It was reported that when the facility was pulling devices for an ablation case it was noticed that the product box was for pr20xt but the product inside was pr15xt and the label on the box says pr15xt. There were no consequences reported.

Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: the probe was returned, where is was confirmed that the barcode, tyvek, and probe inside were all for pr15xt, and the square label on the boxes were for pr20xts. There is no lot information available at this time.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2023. A search of nonconformities (ncs) was performed for lot ml22027437. One nc was created from this complaint: (B)(4).